Event description:
Infant delivered vaginally. Operative delivery with a vacuum extractor. Infant arrested at 1 minute of age, was resuscitated, treated and transferred to another hospital's neonatal intensive care unit, was determined to be bleeding between skull and scalp. Required surgical intervention for continued bleeding. Is in critical condition.